Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose reached a low of 43 mg/dl. The customer stated their sensor did not alert them of their low. The customer stated they had disconnected from the insulin pump and treated their blood glucose with the insulin pen. No additional information provided.